Event description:
A consumer reported that since bilateral intraocular lens (iol) implant surgery eleven months ago, she is seeing circles and streaks of light around lights especially around headlights, halos, sunburst, and glare. She also reported her reading vision is blurry and out of focus. She stated she can no longer drive at night. She was informed by her surgeon that this will get better with time; however, she has not seen any improvement. The surgeon told her the option of exchanging the lenses for standard lenses. Additional information was received from the specialty lens counselor who reported the events continue. Posterior capsular opacification was observed one month following implant surgery. She reported both lenses are in the bag and well-centered. In the surgeon's opinion, it is unknown if the iol caused or contributed to the event. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).